Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 27 mg/dl. Customer is a brittle diabetic and has had two seizures since she cannot tell when she goes low. Customer had lows on (B)(6) 2017. Customer's husband found her when her blood glucose was 27 mg/dl and she treated lows with tablets and liquid glucose. Customer is waiting for an emergency sensor to be shipped to her. Customer did not want to troubleshoot for low readings. The customer is not returning insulin pump or sensor for analysis.